Event description:
It was reported that the device was used during an unk procedure. It was reported by the rep that the device was locked. Another instrument was used. There was no consequence to the pt.